Event description:
The 4 fr s/l powerpicc was placed at a different facility. The pt went to the complaint facility to have the line removed (discontinued use). During removal the pt had shortness of breath and discomfort in the arm. Pt sent for x-ray which found a portion of the line had broke and remained in the arm. Approx 44 cm has been removed, the remaining portion is insitu. Complainant is not sure if/when the portion will be removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.